Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was deployed and upon assessment, mild-moderate paravalvular leak (pvl) was reported. Post dilatation was performed with a 21 mm true balloon and the balloon caught on the frame of the valve, causing the valve to dislodge out of the annulus. The valve was positioned in the ascending aorta. A second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).